Event description:
Same case as MDR ID 2134265-2015-00431. It was reported that in-stent restenosis occurred. In (B)(6) 2006, a 16 x 2.75mm taxus¿ liberté¿ stent was implanted in the mid left anterior descending artery (lad) at 10 atmosphere for a duration of 32 seconds. The patient presented in january 2015 with recurrent angina and a positive stress test. Angiography revealed in-stent restenosis. For treatment, a nc quantum apex balloon was used and inflated easily. However, some plaque shift or thrombus was sent distally post balloon inflation causing st segment elevation that remained high for some time. Patient was given a reopro infusion. Patient remained otherwise in a stable condition with some chest pain. A 3.0x28mm promus premier stent was deployed to cover the restenosed area. The patient was returned to ward with minimal discomfort and in a stable condition.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).